Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the user had an infection and that the device had migrated. More information has been requested.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a migration of the electrode out of cochlea. Further the recipient suffered from an infection which was not described in detail. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Despite requested no further information has been received. This is a final report.

Event description:
Information was received that the user had an infection and that the device had migrated. The device has been explanted.